Event description:
It was reported by the rep that the doctor unable to reprogram the valve. The actions the surgeon took are unknown. On 11/24/2014 additional information explained that here is the answer to your questions: unfortunately there is no lot number availability since the shunt was implanted a while ago. The actions that were taken were they attempted to reprogram the valve several times and after not being able to program to the desired setting they decided to revise the valve by surgically changing the valve to another new valve. Yes the device valve was revised to a new functioning unit. Regarding surgery being delayed by more than 30 minutes the attempt to reprogram the valve lasted more than 30 minutes and then they did a new surgery which lasted more than 30 minutes. To my knowledge there was no adverse consequence to the patient either then the need for another surgery to revise the valve.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. No defects noted. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve failed the test. The valve was retested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was pressure tested and the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled and no defects were found. Review of the history device records confirmed the valve product code 82-3164, with lot cpkcg9, conformed to the specifications when released to stock on the 4th october 2013. The root cause of the problem reported by the customer is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.